Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. A 6.0 x 100, 75 cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.